Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, exhibited error ?cassette not attached properly". No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Event history log was reviewed and the error was found multiple times. The customer stated problem was duplicated. A "cassette not attached properly" error alarm emerged during the functional tests. Mu showed a nonreactive dso (downstream occlusion) sensor which was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.